Manufacturer narrative:
Device received with flushed drive support disk and lcd bleeding. Device unable to prime during prime test due to flushed drive support disk. No compromised force sensor system alarm noted. Device passed displacement test and basic occlusion test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed compromised force sensor system or squirting out during manual prime. Drive support cap normal. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.